Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the when they opened the package of ureteral balloon dilation catheter and pressed, they found that the balloon pressure pump was broken and could not be used normally.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted one inflation device was returned to atrion inside a zip lock bag. Upon receipt of the complaint device a visual inspection was conducted. During the visual inspection, it was noted that the gauge was broken from the inflation device housings at the glue plug area. The needle on the gauge was also noted to be within the zero position. However, functional testing could not be performed on the inflation device due to the gauge being detached from the inflation device body. Also received one photo sample which shows top view of eagle inflation device with the pump separated from base. Although an exact root cause could not be determined a potential root cause could be product damaged upon arrival. The potential root cause is inappropriate package design. A DHR review did not show any problems or conditions that would have contributed to the reported event. Labelling review is not required as labeling would not have prevented the reported event. Correction: a,d,e h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the when they opened the package of ureteral balloon dilation catheter and pressed, they found that the balloon pressure pump was broken and could not be used normally.